Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977c165, serial/lot #: (B)(4), ubd: 08-sep-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pain relief wasn't as good as it was. An x-ray showed that the lead migrated down one electrode. The manufacturer's representative (rep) reprogrammed the patient. The issue was resolved.